Event description:
It was reported that, during procedure, the console would shut down repeatedly, and the power was quite low. The procedure was completed with a different device. The patient outcome was not provided.